Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-sep-24. It was reported that the cause of the inability to aspirate the catheter was not able to be determined. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #:(B)(4), ubd: 19-jan-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 140 mcg/ml at 10.5 mcg/day and dilaudid 20 mg/ml at 1.5 mg/day via an implanted pump for spinal pain. It was asked but unknown when the event/difficulty occurred, and the event occurred post-operatively. It was reported the catheter was explanted on (B)(6) 2019 and they were not able to take the entire catheter out, so it was tied off. It would not be returned as the customer discarded. The catheter was replaced with an 8780. The patient experienced increased pain and withdrawal symptoms. It was reported the patient had withdrawal symptoms post pump replacement in august. A new catheter was inserted and attached. The old catheter was scarred in and was not able to be removed. It was tied off in the pump pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient had a pump replacement in august and felt that the pump did not work after. The doctor performed a (B)(6) study on (B)(6) 2019 and could not aspirate the catheter. A catheter revision/new implant occurred, and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.